Manufacturer narrative:
Continuation of d10: w1tr03 crtp implanted:(B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven days post replacement procedure, the newly implanted his bundle lead dislodged. It was noted that during the in-office check, an interrogation revealed that the his bundle lead had no capture at high voltage. The patient was symptomatic with an increased heart rate and dizziness. The lead was explanted and replaced. During the replacement procedure, it was confirmed under fluoroscopy that the old his bundle lead was entangled with the right atrial (ra) lead. The leads were also attached to each other via adhesions. Under fluoroscopy, the old his bundle lead and ra lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.